Manufacturer narrative:
After battery installation, the unit displayed a critical pump error or open book image on the lcd screen. After further examination of the unit¿s interior, there was heavy corrosion and rust just about everywhere. Unable to perform the displacement, and self tests due to the critical pump error. Insulin pump received with a crack on the battery tube which starts at the corner of the belt clip rails.

Event description:
The customer reported via phone call that fluid in the battery compartment. Customer¿s blood glucose was 376 mg/dl. Customer stated that o-ring was in place. Customer states o-ring was free of debris. Customer stated that battery cap was not damaged. Troubleshooting was performed for moisture damaged. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.